Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error. The customer's blood glucose value was 9.8 mmol/l at the time of incident. Customer stated the pump had cosmetic damage and also reported that the insulin pump was cracked at the back. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test and active current test. Device received with cracked belt clip rail case corner and battery tube threads. No alarms noted during testing. E/a alarm unspecified unknown.